Event description:
Procedure type: lower anterior resection/end to end anastomosis. According to the rptr: uncutting occurred. Re-anastomosis was done. Another device was used. Bleeding under 200cc occurred. Nothing fell into the pt cavity. Operative time was not extended more than 30 mins. Add'l resection of tissue was required for re-anastomosis.

Manufacturer narrative:
(B)(4).